Event description:
It was reported that one week prior to report the patient went through airport security. The reporter stated ¿even though the patient showed the tsa agent the card he still had to walk through security.¿ it was noted that since walking through security the patient felt sick and ¿like he was in pain.¿ it was noted that the patient did not know how to use the programmer to check whether the device was off or on. It was further noted that the patient had to fly again on the day of report. Refer to manufacturer report #3004209178-2013-16115.

Manufacturer narrative:
Concomitant: product ID 37603, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator, product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# va04fbp, implanted: 2012-(B)(6), product type lead, product ID 3387s-40, lot# va05928, implanted: 2013-(B)(6), product type lead, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 37603, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. (B)(4).